Event description:
It was reported that on (B)(6) 2021, a 29mm portico ng valve was implanted. Approximately 24hours post-implant, new onset increased troponin was observed from an unknown cause. However, no treatment was required and the patient was discharged home in stable condition. On (B)(6) 2021, the patient presented to the hospital with syncope and bradycardia. ECG was performed, which showed 1st degree atrioventricular block and left bundle branch block. Telemetry showed multiple pauses, so isoprenaline infusion was initiated, as well as transcutaneous pacing for breakthrough pauses. The patient received a pacing wire, but then was implanted with a permanent pacemaker. No patient consequences were reported. (B)(6).

Manufacturer narrative:
An event of "new onset increased troponin", syncope, bradycardia, atrioventricular block, and left bundle branch block was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.